Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use (IFU) which accompanies this device currently addresses potential risks associated with surgically implanted materials. The IFU states in the precautions: pelvisoft biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisoft biomesh should not be used. Pelvisoft biomesh should be hydrated or moist when the package is opened dehydrated or dry tissue should not be implanted. (B)(4).

Event description:
Complaint #(B)(4). The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received.